Event description:
On (B)(6) 2026, insulet's clinical support manager (csm) reported that a patient had been hospitalized with diabetic ketoacidosis following what was initially described as a controller failure. The patient's parent confirmed that the patient had been admitted on (B)(6) 2026 but was able to provide only limited information at that time. A subsequent discussion with the patient provided a more complete event timeline. On the evening of (B)(6) 2026, the patient's pod alarmed for replacement; however, the patient's controller battery depleted. The patient removed the pod with the intention of activating a replacement but forgot to do so after leaving home. Later that night, the patient chose not to administer an insulin injection due to concerns of potential nocturnal hypoglycemia. By the following morning, the patient developed severe hyperglycemia (reported blood glucose up to 420 mg/dl), vomiting, and breathing difficulty. Emergency medical services were contacted, and although paramedics initially expressed hesitation, the patient was ultimately transported to the hospital. Upon arrival, the patient exhibited significant respiratory distress, was hyperventilating, semi-conscious and unable to speak. The patient received intravenous fluids, insulin and continuous monitoring for stabilization. Patient was admitted to the intensive care unit from midday on (B)(6) until midday on (B)(6) 2026. Ketone levels began decreasing on the evening of (B)(6). A family member brought the patient's pods and controller to the hospital, and a new pod was activated on (B)(6). Subsequently, the controller fell and became nonfunctional. The csm evaluated the device in person and determined that the controller itself was not defective; instead, it had been charged using an incorrect charger, and the device's back cover had broken off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.